Event description:
Reporter stated the up button on the infusion device does not function. No physiological effects were reported. The infusion device was requested for evaluation.

Manufacturer narrative:
The complaint can be verified. The down button does not respond instead of the up button. There are particles inside the housing of the button. The particles temporarily isolate the area of contact inside the button housing. Therefore, the button only works if intensified force is applied.

Manufacturer narrative:
The event occurred in (B)(6).